Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 403 mg/dl and a bolus was delivered to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The customer declined to remove the cannula for inspection. Upon follow-up, the customer reported that the bg was declining (346 mg/dl) and declined further follow up from tandem technical support.